Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-mar-2023. Investigation summary: one sample was received and tested by our quality team. The set was separated upon receipt and the customer's complaint of separation has been varied. The male luer end of set was not present and could not be found. Visual analyses using a high powered digital microscope was performed on the end tubing and there was a lack of solvent (or glue) where the tubing was to be inserted into male luer. The manufacturer has been contacted and they have determined the root cause to be an improper fixture at bench where tubing is joined to male luer. This missassembly triggered the replacement of said fixture to eliminate further occurrences of this issue. A device history record review for model 2406-0007 lot number 22025503 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: primary tubing of normal saline was primed and attached to port access. At this time, the end connector from the tubing fell apart.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1971 was used based on age of patient. The initial reporter also notified the FDA via medwatch # 0300360000-2023-8004. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: primary tubing of normal saline was primed and attached to port access. At this time, the end connector from the tubing fell apart.